Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that there was a medical note from the patient from a year ago indicating the programmer will not communicate with the implantable neurostimulator (ins) and the ins was not operational. The patient was not alert or oriented. No symptoms were reported.